Event description:
Same case as MFR#: 2134265-2011-04361. It was reported that during a stenting treatment procedure, the patient complained of pain. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous left common iliac extending to the left external iliac artery. Pre-dilation was performed with a 1.5mm sterling balloon catheter. A 8.0x66mm wallstent rp endoprosthesis was then advanced, but was not able to cross the lesion. Additional dilation was performed with a 3.0mm sterling balloon catheter; however, the 8.0x66mm wallstent was still unsuccessful in crossing. A 8.0x38mm wallstent rp endoprosthesis was then advanced and successfully cross the lesion. The stent was deployed without issue and post-dilation was performed with a 7.0x40mm sterling balloon. The patient complained of pain in her stomach during inflations of the 7.0x40mm sterling, which subsided when the balloon was deflated. The procedure was completed with this device. The wallstent was considered well positioned and well apposed. There were no additional patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).